Event description:
The pt reported he has not used his scs system in over a year due to not receiving adequate stimulation; however, his scs ipg is causing him pain at his scs ipg pocket site. A sjm rep advised the pt to consult with the physician. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.